Manufacturer narrative:
The valve serial number, implant site and procedure date are unknown. The investigation is ongoing.

Event description:
As reported, it was a case of a 29mm sapien 3 valve. Post-implant, patient had trace/mild pvl. A few months after implant, the patient presented moderate to severe pvl. A post-dilatation is planned.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions. Added new information to h.6 type of investigation and investigation findings. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint was unable to be confirmed due to unavailability of relevant imagery/medical records. Since the valve serial number was not provided, a review of the DHR was unable to be performed to confirm that no manufacturing non-conformances potentially contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, ''it was a case of a 29mm sapien 3 valve. Post-implant, patient had trace/mild pvl. A few months after implant, patient presented moderate to severe pvl. A post-dilatation is planned.'' Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valve and the transcatheter valve replacement procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. In this case, trace/mild pvl was present upon thv deployment and they planned to perform post-dilation to resolve the issue, suggestive of the possibly of under-expanded valve that would in turn prevent the pvl skirt from properly sealing against cardiac tissue. The inadequate seal could ultimately lead to pvl worsening over time, as reported. As such, available information suggests that procedural factors (under-expanded valve) may have contributed to the complaint event. However, due to limited information, a definitive root cause was unable to be determined. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.